Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rainbow effect on screen making harder to see especially outside, piece of housing missing around battery compartment, hairline crack from screen around side to back of battery compartment, priming taking longer to complete, unexplained no delivery alerts and had received error codes. Customer's blood glucose value was unknown. Customer declined all troubleshooting for issues reported. The device will not be returned for analysis.